Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a dispenser coil. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. The echelon-10 catheter body was found kinked at ~44.7cm from the proximal end (figure d). A puncture was found on the micro catheter body at ~1.6cm from the distal end (figures e & f). A second puncture was found at the same length on the other side (figure g). The catheter was found with a cut at ~1.1cm from the distal end (figure h). The catheter was found with coating damage at the same length on the other side (figure I). No damages were found with the echelon-10 distal tip or marker bands. Testing/analysis: the echelon-10 total length was measured to be ~155.9cm and the useable length was measured to be ~148.1cm, which is within specification (specification: total (ref) = 155cm; usable = 147.0 cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water was observed exiting from the distal end as well as the punctured location (figure k). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. The leak was found due to the punctures found on the micro catheter. It is likely an unknown material punctured the device from one side of the catheter (figure g) and exited the other side (figures e & f). The cause of the puncture could not be determined. In addition, the cause of the cut could not be determined. It is possible the damages occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. There is an indication that the event could be related to a potential manufacturing issue; therefore, a device history record review will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during an avm surgery, the patient needed to be injected with onyx18. When flushing the microcatheter, water leakage was found at the tip. A new microcatheter was then replaced. The catheter had been inspected or tested prior to use. There were no symptoms. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed per IFU. Vessel tortuosity was normal. Access vessel was the femoral artery with a diameter of 6.8mm.

Event description:
Additional information was received that the patient returned to normal after the procedure. It was noted that the catheter didn't enter the body. The catheter was replaced. The cause of the leak was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.